Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the tubing to dilution cup was damaged. The fe replaced the tubing to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the repair.

Event description:
The customer reported that the dilution cup overflowed on ortho provue analyzer and droplets of fluid was observed on top of the gel card foil. No erroneous results were reported. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood.